Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a follow-up visit on (B)(6) 2023 the patient reported some discomfort which was subsequently attributed to seroma near the incision site. During another follow-up visit the physician noted that the scabbed area at the incision site was soft and wet and when probed, the implanted leads became visible under the scab. On 05sep2023 nalu was made aware that a full system explant was performed due to the patient failing to heal at the surgical site. Explant took place on (B)(6) 2023.

Manufacturer narrative:
There are no allegations of system or component failure and the patient reported receiving good pain relief from the system prior to explant. Surgical site healing was complicated by the development of seroma and also possibly related to patient's advanced age and physical stature.